Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The rep indicated that the patient¿s weight at the time of the event was unknown. An MRI was ordered and the surgeon is planning to revise or explant but a date has not been given yet. This information was confirmed with the physician. Additional information was received from a MRI technician on (B)(6) 2018. The caller was reading from the clinical note that the patient was having an MRI because their lead migrated and there was a possible infection. The caller would not have further information in the future. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4) does not apply at this time as the infection was not confirmed or present at time of visit. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an infection was not confirmed. No infection at the lead site was noted at the time of visit. The patient has a follow up appointment with the surgeon to determine the next steps. The surgeon sent for an MRI, however, the request was denied as much of the implant has migrated out of the epidural space. The rep said that they would submit a follow up report once the patient sees the surgeon. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that on (B)(6) 2018, the patient noticed draining from her incisions and a fever. The rep reported that on (B)(6) 2018 the patient underwent a surgical irrigation and debridement of her incisions due to suspected infection of her system. The rep reported that on (B)(6) 2018 the patient developed swelling in her neurostimulator (ins) pocket and along her left flank. The rep reported that the patient had been experiencing pain at the ins pocket site for the past 3 weeks. The rep also reported that the patient never got pain relief using the device. The rep reported that the patient had to run the device settings so high she had to charge 3 times per day and still didn't get any pain relief from the device. The rep reported that an x-ray was taken of the lead approximately (B)(6) 2018, and the lead had migrated down two vertebral levels and partially out of the epidural space. The rep reported that the patient underwent a full system explant on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot # (B)(4), ubd: 20-mar-2021, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had discomfort around the middle/lead insertion site. The patient reported a lack of therapy effectiveness. An x-ray was ordered and reviewed on (B)(6) 2018. It was determined that the lead migrated out of the epidural space. The x-ray confirmed this. The patient was referred to the implanting physician to discuss the next steps. The consult took place (B)(6) 2018. No further complications were reported.